Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main board for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault, motor fault, vent inop (ventilator inoperable), low pip (peak inspiratory pressure) and low ve (ventilation). The customer confirmed that there is no patient involvement associated with this reported event.